Event description:
Hospital has just forwarded a copy of MDR report to manufacturer in mid january on the case that took place on 1/28/98. The inserted catheter was claimed to be missing at the tip after catheter fell out. A clean diagonal break just above the balloon site. Cystoscopy performed to remove the tip.